Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unknown procedure, the clip at the end of the device criss crosses when they are trying to clip. She said it will work fine with one clip then it's like it criss crosses on the next one, then works fine again. The case was completed. There were no adverse consequences for the patient.